Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in the emergency room with heart rates in the 40s. The right ventricular (rv) lead exhibited oversensing. The lead was reprogrammed to bipolar configuration and remains in use. No patient complications have been reported as a result of this event.